Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low, out of range shock impedance measurements (0 - 50 ohms) at first in-office check post implant. The device was emitting beep tones. Boston scientific technical services (ts) discussed options. Additional information indicates that the system was programmed rv coil to can. There were no other actions taken. Testing was no performed to determine the root cause. No adverse patient effects were reported. The system remains in service.